Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that a revision surgery will be performed due to heterotopic bone.

Manufacturer narrative:
The reported event was confirmed, as the surgeon provided the patient's images showing heterotopic bone at both joints. The patient received bilateral tmj devices in 2006 and now requires revision surgery due to heterotopic bone formation around the joints, a known adverse effect documented in the product instructions. Imaging confirmed the heterotopic bone as the cause, with no signs of device failure or device-related adverse effects, indicating the issue is related to the patient¿s condition. Based on the investigation, there is no indication of an incorrect working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.